Manufacturer narrative:
The catheter was returned and it was found broken with the distal broken segment missing. The evaluation could not determine the event cause.(B)(4).

Event description:
During the procedure, it was reported that the tip of the marathon catheter broke off as it was being exchanged over the accelerator wire outside of the patient's body. No injury was reported with the patient.